Manufacturer narrative:
The customer checked the sample probe adjustment and performed precision testing with acceptable results. The sample centrifugation time was insufficient according to the tube manufacturer's recommendations. Based on the available information, the investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low gluc3 glucose hk gen.3 result for one patient tested on a cobas 6000 c (501) module. The initial result was reported outside the laboratory. The customer repeated the sample for confirmation testing. The initial glucose result was 0.14 mmol/l, and the repeat results were 9.03 mmol/l and 9.14 mmol/l. Glucose reagent lot number was 462070 with an expiration date requested but not provided.